Manufacturer narrative:
A1: patient identifier corrected from (B)(6). A5: race corrected from white to black or african american. B5: the event was considered to be not recovered/ not resolved not recovered/resolved as previously reported.

Event description:
Reprise IV study. It was reported that left bundle branch block (lbbb) occurred. A 23mm lotus edge valve was implanted. On unknown days of post index procedure, the subject developed left bundle branch block. No diagnostic test was performed for the event. Hospitalization was prolonged by one (1) day for the event. The event was considered recovered/ resolved. The patient has been discharged. It was further reported that prior to the index procedure, heparin or other anticoagulant was given and the subject was on prior regimen of aspirin at the time of index procedure. The subject received loading doses of 300 mg clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty (bav). Post bav the subject developed left bundle branch block. The aortic valve was treated with deployment of a 23 mm lotus edge valve. Successful repositioning of the 23 mm lotus edge valve involved partial re-sheathing of the 23 mm lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Two days later, the event was considered recovered/ resolved. It was further reported that there was no left bundle branch block (lbbb) noted post balloon valvuloplasty as previously reported. Lbbb occurred post transcatheter aortic valve replacement (tavr). It was further reported that the lbbb occurred on the same day as the index procedure, post transcatheter aortic valve replacement (tavr). The event led to prolongation of the existing hospitalization. Two days later, the subject was discharged on aspirin and clopidogrel. The event was considered to be not resolved.

Manufacturer narrative:
B5 - describe event or problem corrected that there was no left bundle branch block (lbbb) noted post balloon valvuloplasty as previously reported. Lbbb occurred post transcatheter aortic valve replacement (tavr).

Event description:
Reprise IV study. It was reported that left bundle branch block (lbbb) occurred. A 23mm lotus edge valve was implanted. On unknown days of post index procedure, the subject developed left bundle branch block. No diagnostic test was performed for the event. Hospitalization was prolonged by one (1) day for the event. The event was considered recovered/ resolved. The patient has been discharged. It was further reported that prior to the index procedure, heparin or other anticoagulant was given and the subject was on prior regimen of aspirin at the time of index procedure. The subject received loading doses of 300 mg clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty (bav). Post bav the subject developed left bundle branch block. The aortic valve was treated with deployment of a 23 mm lotus edge valve. Successful repositioning of the 23 mm lotus edge valve involved partial re-sheathing of the 23 mm lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Two days later, the event was considered recovered/ resolved. It was further reported that there was no left bundle branch block (lbbb) noted post balloon valvuloplasty as previously reported. Lbbb occurred post transcatheter aortic valve replacement (tavr).

Event description:
Reprise IV study it was reported that left bundle branch block (lbbb) occurred. A 23mm lotus edge valve was implanted. On unknown days of post index procedure, the subject developed left bundle branch block. No diagnostic test was performed for the event. Hospitalization was prolonged by one (1) day for the event. The event was considered recovered/ resolved. The patient has been discharged. It was further reported that prior to the index procedure, heparin or other anticoagulant was given and the subject was on prior regimen of aspirin at the time of index procedure. The subject received loading doses of 300 mg clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty (bav). Post bav the subject developed left bundle branch block. The aortic valve was treated with deployment of a 23 mm lotus edge valve. Successful repositioning of the 23 mm lotus edge valve involved partial re-sheathing of the 23 mm lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Two days later, the event was considered recovered/ resolved.

Manufacturer narrative:
B5 - describe event or problem: updated with additional information received. B6 - relevant test / laboratory data: updated with additional information received. B7 - other relevant history updated with additional information received.

Manufacturer narrative:
Implant date: (B)(6) 2019.

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. A 23mm lotus edge valve was implanted. On unknown days of post index procedure, the subject developed left bundle branch block. No diagnostic test was performed for the event. Hospitalization was prolonged by one (1) day for the event. The event was considered recovered/ resolved. The patient has been discharged.